Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient with a neurostimulator for spinal pain and other chr onic/intractable pain of the trunk and limbs. It was reported that the battery was replaced due to end of service, and there were high impedances on electrodes 0-3 and 11. The manufacturer representative checked the impedances "I trap and post op". The patient was getting excellent coverage with three electrodes (8, 9, and 10). The issue was resolved at the time of the report.